Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a faulty internal wire in the cable. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus, when the videoscope cable was connected to the 260 series tracheoscope the image was abnormal. It was reported that there was full screen stripes in the image in which the object could not be recognized. The issue was found during preparation for use of a tracheoscopy procedure. The customer was not under anesthesia at the time. The intended procedure was completed using a 290 series scope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of stripes in the image in which the object could not be recognized was not confirmed. The device evaluation found that when connecting the 260 series endoscope, the endoscope could be recognized, but the image was black or flashing. It was also found that the image was black or flashing due to faulty internal core wire. There was slight oxidation at the electrical connector of the rotating head. There was no obvious corrosion or deformation of the metal contacts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.